Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing, the device was reprogrammed, all other values were good. The patient medical condition was good.